Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose levels were in the 300s mg/dl range. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.